Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, at around 2:30 am, patient reported feeling weak and wobbly the day after the sensor was put on the arm. The cgm alerted with a value of 280 mg/dl and the bg was 382 mg/dl. The patient treated herself with insulin (unspecified dosage) through injections; however, she accidentally did it twice. The patient¿s husband was concerned and drove her to the emergency room (ER) for further evaluation. The patient was unable to recall her cgm or bg values while at the ER but she was treated with IV fluids and dextrose. The patient was then transferred to the ICU for close monitoring. At the time of the call, the patient was still in the ICU but reported that she was feeling better. The patient was discharged at 4:30pm on (B)(6) 2025 and is doing better now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.